Event description:
Filterwire ex embolic protection system on a pt with hypertension and diabetes having in-stent restenosis of the svg to right coronary artery. The filterwire ex was deployed in the mid segment of the graft distal to the lesion. The lesion was pre-dilated with a 3.0 mm balloon and stented with a 4.0 mm stent without difficulty and resulting in timi 2 blood flow. The filterwire was removed with the retrieval sheath without difficulty restoring timi 3 flow through the graft without evidence of distal embolization. Examination of the filterwire ex revealed a soft atheromatous plaque protruding through the filterwire membrane (filter bag) near the tip of the filter. This plaque was soft and friable with not hardened calcification. The report alleges that the embolized particles trapped in the filterwire (filter bag) tore through its filter membrane possibly as an effect of filterwire retrieval. No adverse pt event was associated with this case.